Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp) and had him cycle power the hc machine. The tsr advised the hp to start over again using new supplies or use manual bags. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated that the issue was resolved and stated that their registered nurse (rn) determined that one of the frangibles on the bag was not broken. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, they did not receive any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.